Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they noticed 3 weeks ago that the implant battery gets hot. Agent asked if the hot temperature was coming from the ins implanted in the pt's body and caller stated yes, they can feel the hot temp on the skin where the implant is located. Caller asked the pt before and the pt told caller that the hot temperature was normal but the caller believed otherwise. Caller made an appointment with the managing hcp and they will see the doctor next week for the doctor to check the implant.